Event description:
The pt underwent a diagnostic procedure. The physician attempted arteriotomy closure with a techstar xl 6 fr device. The cardiologist deployed the device and noted under fluoroscopy that the posterior needle had deflected into the subcutaneous tissue. Needle backdown into the sheath was successful. The cardiologist attempted to redeploy the device. Fluoroscopy revealed that the device had fractured under the needle guide and both needles had deployed into the subcutaneous tissue. Hemostasis was lost and the pt was taken to surgery for device removal and arterial repair. The pt recovered following surgery with no further incident.